Event description:
Pt returned for scheduled follow up. During manual capacitor reformation, the programmer lost power and shut down. No other power loss noted in the room eg: lights blink. Programmer restarted. Tachos now with failure to interrogate. System reset results in error code 0002 0008.